Manufacturer narrative:
Continuation of d10: product ID tm91scs2, serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported the issue was due to their external device being stepped on when it was dropped. Pt got a replacement device and the issue was resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient received replacement handset from another service call previous documented, ordered on 2/10/25, and charged equipment but has been unable to pair to ins. Patient stated they charged their ins but have been unable to use app/stimulation due to not having handset paired. Patient's family member came on the line and stated they could not get passed screen asking them to place communicator over neurostimulator. Agent assisted patient and patient's family member. Patient stated the screen starts to connect but then the screen freezes and becomes unresponsive. Agent assisted patient in closing mystim app with handset home button due to other handsetnavigation buttons not responding to touch. Patient reopened mystim app but then patient saw 'mystim rc isn't responding. Agent assisted patient/family member in restarting handset, resetting bluetooth and location, and resetting communicator, but patient and family member still seeing 'no device response.' Patient stated they can feel the outer edges of the ins and that it was implanted close to the surface of their skin. Agent assisted patient/family member in removing ins and then they were able to repair successfully. Patient confirmed they charged their ins since receiving handset replacement. Troubleshooting resolved the reported issue.

Manufacturer narrative:
Continuation of d10: product ID tm91scs2 lot# serial# (B)(6) implanted: explanted: product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.